Manufacturer narrative:
Calibration was last performed on 08-apr-2025 with acceptable results. Qc was acceptable. Abnormal sample aspiration and sample foam detection alarms were observed on the alarm trace data. The field service engineer (fse) did not find a cause for the event. Slight crystallization was observed on the reference side of the ise block. Sample probe adjustments were made, a decontamination was performed of the ise flow path, and the ise block was cleaned. Ise checks, calibration, qc, and precision were all within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The competitor method was siemens.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for sodium (na) on a cobas pro ise analytical unit. The initial result was 122 mmol/l. An additional initial result of 118 mmol/l was also provided. Clarification on the results has been requested but has not been provided. The sample was repeated by a competitor method, and the result was 135 mmol/l. This result was believed to be correct.